Event description:
It was reported to philips that the device does not always synchronize with ventricular fibrillation and then does not trigger. The device may have been in use on a patient, which could have caused a delay in life saving therapy and will be considered a serious injury. Follow up attempts are in progress.

Event description:
It was reported to philips that the device does not always synchronize with ventricular fibrillation and then does not trigger. The device may have been in use on a patient, which could have caused a delay in life saving therapy and will be considered a serious injury. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure. No ECG monitoring strips or case event files were provided to philips for review. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The rse provided the customer with information on use. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.